Manufacturer narrative:
Siemens has completed an investigation of the reported event. A service intervention was performed, during which the broken rear gantry panels and the tube were replaced. The failure of these components was identified as the root cause of the reported problem. After completion of the service measures, the system was successfully restored and handed back to the customer in normal clinical operation. Based on the available information, no general design or manufacturing issue was identified, and no further corrective or preventive actions are deemed necessary. This report is filed with an abundance of caution.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom definition as CT system. The customer reported a technical malfunction resulting in a gantry down condition and an unsuccessful system checkup. At the time of the event, an acute stroke patient was undergoing a perfusion examination. Due to the technical issue, only a partial perfusion scan and partial contrast media injection were completed. The examination could not be finished on the affected system. The patient was subsequently transferred to another CT system and rescanned after a delay of approximately 20 minutes. According to the information provided, no negative health consequences were caused by the delay in the examination.